Event description:
It was reported that the ilet displayed dosing stopped and prompted to connect cgm or enter bg after the caretaker started a freestyle libre 3 plus sensor using the libre 3 plus app instead of the ilet mobile app, resulting in the sensor being in use by another device and the ilet not receiving glucose data; the issue was addressed by instructing the caretaker to apply a new sensor and activate it through the ilet app and to allow the one-hour warmup. The user experienced a blood glucose peak of 290mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the caretaker. Investigation of this case revealed an interoperability problem consistent with an improper setup procedure, with no applicable internal component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error and improper setup procedure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.